Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The patient reports they had placed the pod on a table and then the needle mechanism had deployed late.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle deploying late. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined.